Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a harmonic ace instrument broke off and fell inside the patient. It is unknown if the fragment was retrieved. The instrument had reportedly been in use for less than a minute. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.621" x 0.084" was found to be broken off. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Isi received a video clip of the reported event. A review of the video clip showed a harmonic ace instrument and what appears to be a broken off curved blade laying on the tissue. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).